Event description:
"Feedback received from (B)(6) ipa sales rep: "implant shrunk in met (mtp) head. Patched with mtf bone and implanted another (cartiva) unit."

Manufacturer narrative:
The product was returned for review. More details can be found in the attached report. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.